Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they had developed a rash where at the pods insertion sites. The patient visited their doctor and was prescribed triamcinolone.